Event description:
It was stated that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 767 mg/dl. The customer was vomiting prior to being admitted. The caller declined troubleshooting, and felt that the event was due to bent cannulas. The customer's doctor advised him to try a different infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.